Event description:
After an implantation period of approx. 122 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported. Lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection revealed severe abrasion marks at several positions of the lead segments and proximal to the rv shock coil the lead body was found covered in calcified tissue. In the distal lead region the insulation was found damaged and a conductor fracture was noted. These damages are assumed to be the root cause for the observed oversensing and out of range pacing impedance. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Due to the extent of the extraction damages and the tissue residuals it is assumed, that the lead was significantly ingrown which may have affected the leads motion. 6 cm proximal to the lead tip the insulation was abraded through. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. 32 proximal to the lead tip the insulation was found abraded through. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Further damages like the cuts into the insulation 40 cm proximal to the lead tip, the deformed rv shock coil and the from the lead tip torn fixation most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.